Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2023 and generated a negative result. The consumer was asymptomatic. The consumer confirmed there was no patient harm due to their test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
FDA UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 210248 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210248 and test base part number 195-430h / lot 204649. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210248 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.